Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported complaint.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified left main artery. A 3.25 x 12 mm trek balloon catheter was successfully used and at the end of the procedure, the balloon catheter was removed with the non-abbott guide wire and placed on the back table. When the devices were picked back up, what was thought to be the guide wire was actually the support mandrel that was poking out of the shaft at the guide wire exit notch. There was no other damage noted to the catheter. It is unknown when this occurred; however, there was a lot of manipulation of the balloon catheter during the procedure due to the tortuosity and calcification of the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was returned subsequent to filing the 30 day MDR. Evaluation summary: visual inspection was performed on the returned device. The torn material was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the difficulties to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The torn material was confirmed. The failure to advance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
(B)(4) voluntary event report received stating the following: voluntary 01-apr-2016: during coronary stenting on the left main, the physician inserted the abbott balloon and luge wire simultaneously. They were unable to cross the lesion and both were removed. The balloon was noted to have been fragmented. The equipment was never retained in the patient. The case proceeded without further incident. No patient harm. No additional information was provided.